Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. The customer changed the battery but issue persisted. Blood glucose value was 4 mmol/l. Buttons were not pressed for longer than 3 minutes and the device was not dropped. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarms were noted. The pump had no button response due to corroded keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads and a partially broken reservoir tube lip.